Manufacturer narrative:
Additional manufacturer narrative - device evaluation the axium prime coil was returned for evaluation. During evaluation, the axium prime coil was removed from the dispenser coil and the tack weld replacement (twr) crimp was found to be intact. The pushwire was found to be bent at approximately 3.5cm from the proximal end. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The implant was found to be attached to the pushwire and appeared to be in good condition within the introducer sheath. The implant coil was pushed out from the introducer sheath for further evaluation. No defects were found on the implant coil. All other subassemblies appeared to be normal and no other anomalies were observed. The event cannot be confirmed at this time as it was received in a contradictory condition to the complaint description of a detached coil. Additional information has been requested, but no response has been received at this time.

Event description:
The premature detachment occurred before attempting to detach the coil with the ID. There was no kink to the push wire observed and the patient anatomy was normal. 11 coils were placed prior to this issue. The patient is in good condition. Continuous flush was administered during the procedure.

Manufacturer narrative:
Additional information has been requested, but not been made available yet. Should it become available a supplemental report will be submitted. Device has been received for evaluation. Once complete, a supplemental report will be submitted.

Event description:
Medtronic received information that during coiling treatment of an aneurysm this coil prematurely detached inside the microcatheter. It was reported that the physician want to changed it to a bigger coil so they pulled the coil delivery wire. While pulling the pushwire, the coil detached inside the catheter. No injury reported.

Manufacturer narrative:
Device evaluation update the event occurred during coiling treatment of an aneurysm. Based on the analysis findings and the event details, the customer report of ¿pre-mature detachment¿ could not be confirmed and the cause for the reported event could not be determined. The axium prime coil was returned with the implant coil still attached, which contradicts the report of coil detachment. Follow up was conducted to determine if the correct device was returned and it was confirmed that the correct device was returned for evaluation. The pushwire was found to be bent; however the cause for the bend in the pushwire could not be determined. It is possible that the pushwire became bent during return to medtronic for evaluation the bend was not reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.